Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224vrc, implantable cardioverter defibrillator (ICD), implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Additional information was received and noted there was a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported a patient alert was triggered for out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.